Manufacturer narrative:
Clinical assessment team assessed regarding the reported event of the humidifier is not working properly. This has caused her dehydration. She has gone to the hospital 8 times where the hospital gave her fluids. They patient stated she has the flu and has been vomiting so the doctor gave her an antibiotic. She also stated her lipped are chapped, mouth and tongue are dry, and her balance is off these are assessed as non-serious injuries. Therefore, the device did not contribute to a serious injury or death. No further action is required.

Event description:
The manufacturer was informed that the humidifier on a ds2adv auto CPAP device is depleting water rapidly and not functioning as expected, which is contributing to the user's dehydration. The user reported relocating to north carolina and has been hospitalized eight times due to dehydration since receiving the device, with fluids administered during each hospital visit. In addition, the user stated that her ahi is 50 and she is experiencing symptoms such as chapped lips, a dry mouth and tongue, difficulty walking, and balance issues. The user has also been prescribed antibiotics for the flu and medication for vomiting. As the device's warranty expired on 12/3/2023, the user was advised to contact their durable medical equipment (dme) provider for further repair assistance. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.